Manufacturer narrative:
Batch review performed on 16 may 2022: lot 177841: (B)(4)items manufactured and released on 09-feb-2018. Expiration date: 2023-jan-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.